Event description:
It was reported that the unit's housing was damaged, exposing accessible high voltage motor terminals. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - damaged housing. It should be noted the unit also had a non-functioning on/off switch, so the device could not be powered on.